Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #1 submitted: 02/21/2013. No product was returned for disposition. A retained cartridge sample from lot # b201893 was evaluated. A visual inspection of the cartridge was performed. No damage or defects were noted. A leak test, fill test, and force test was performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
The patient contacted animas on (B)(6) 2012 reporting that the patient experience a blood glucose of 400 mg/dl with excessive thirst and urination. The patient indicated that the pump was emitting multiple loss of prime warnings sometimes within 5 minutes of each other. The patient confirmed no temperature or force changes and the supplies were stored according to the instructions for use. The patient reported changing the cartridge using a cartridge from the same box but the issue continued. Customer support advised the patient to try using a cartridge from a different box to see if the issue persisted. This report is made based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy.